Event description:
On (B)(6) 2022 this male peritoneal dialysis patient contacted fresenius technical support. The patient was requesting assistance in changing the treatment fill volume on the liberty select cycler from 1800ml to 1200ml per their peritoneal dialysis registered nurse¿s (pdrn) instructions. The patient stated they had just undergone hernia surgery. Additional information was obtained through follow-up with the patient¿s pdrn. The patient underwent outpatient hernia repair surgery on (B)(6) 2022. The patient had an umbilical hernia. The cause of the hernia is unknown and the pdrn could not confirm if the hernia was pre-existing prior to the start of pd therapy. The patient did not require any change in prescription fill volume prior to the surgery. The only change in fill volume was post-surgery with 1800ml to 1200ml. The patient is continuing to complete pd therapy utilizing the liberty select cycler.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler and the patient event of umbilical hernia with surgical repair. However, there is no documentation in the complaint file to show a causal relationship between the hernia and utilization of the liberty select cycler. Although a cause of the hernia was not confirmed, there is no allegation of a device malfunction or deficiency reported for the hernia event. Patients on pd are at risk of developing hernia due to increased intraabdominal pressure and a high prevalence of abdominal wall complications. Although it is unknown if pd therapy itself contributed to the hernia, there is no allegation of a device malfunction or deficiency or other fresenius product(s) causing the patient¿s hernia. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the umbilical hernia.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2022, this male peritoneal dialysis patient contacted fresenius technical support. The patient was requesting assistance in changing the treatment fill volume on the liberty select cycler from 1800ml to 1200ml per their peritoneal dialysis registered nurse¿s (pdrn) instructions. The patient stated they had just undergone hernia surgery. Additional information was obtained through follow-up with the patient¿s pdrn. The patient underwent outpatient hernia repair surgery on (B)(6) 2022. The patient had an umbilical hernia. The cause of the hernia is unknown and the pdrn could not confirm if the hernia was pre-existing prior to the start of pd therapy. The patient did not require any change in prescription fill volume prior to the surgery. The only change in fill volume was post-surgery with 1800ml to 1200ml. The patient is continuing to complete pd therapy utilizing the liberty select cycler. No additional information was available.